Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimul ator for non-malignant pain. It was reported that the patient claimed they were not able to charge the battery fully. The patient was just implanted (B)(6) 2017 and it was reported that they had likely had this issue during all of their recharging sessions but the caller could not confirm an event date. The caller did not know how many times the patient had attempted to recharge. The caller did not have another other details at this time. The manufacturer representative was going to meet with the patient to review best recharging practices and to review the clinician programmer charging information.there were no patient symptoms reported.

Event description:
Additional information was received. Manufacturer representative reported they saw the patient on (B)(6) 2017 and from their vantage point saw nothing wrong. It was reported that the patient just needed some education on recharging and that their device was working very well.